Event description:
It was reported that the 9600 sys would not save images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The settings were reset during svc call.